Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging a power issue with the onetouch utlra meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt stated that the reported issue began in late 2008. During that time, the pt reportedly noted that the subject meter would not turn on. As a result of the reported issue, the pt reportedly increased the dose of humalog insulin by 5 units. Approximately 3 or 4 weeks later, the pt reportedly experienced symptoms of "excessive thirstiness, blurriness and frequent urination." The pt was not tested on any other meter. The pt reportedly increased humalog insulin by 5 units at breakfast, lunch and dinner, as described self-treatment. At the time of troubleshooting, it was verified that this was not a new product. The pt was using the correct test strip and had replaced the battery per the owner's manual. The battery was checked and it was correctly installed. However, the issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. The pt's products are being replaced. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with hyperglycemia, after the reported power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.